Manufacturer narrative:
The field service representative found a leaking rinse nozzle and the valve was dirty. He exchanged the valves and adjusted and checked the gear pump pressure which appeared to resolve the issue. He was able to successfully perform test runs to ensure the device was functioning properly. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable hemoglobin a1c results on a cobas c513 module. Results for sample 1: the initial result was 10.4% and the repeat result was 7%. Results for sample 2: the initial result was 13.1% and the repeat result was 6.8%. Results for sample 3: the initial result was 20% and the repeat result was 5.2%. According to user of the system the value reported from hospital was 4.85% but the repeat result was indeed 5.25%. The results were repeated due to the doctor questioning the initial high results. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.